Event description:
While the device was ventilating a patient, the therapist reported that ventilator became inoperable and stopped ventilating the patient. The therapist manually ventilated the patient with an alternate device and then transferred the patient to another ventilator. No patient injury.